Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for between 36 and 48 hours. The patient contacted the doctor and was prescribed antibiotics cefalexin 500 mg (3 times a day for a week) for treatment. The pod was discarded by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.